Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported reset was confirmed in the laboratory and was due to a power-on-reset (por). A review of stored trends showed a sudden drop in battery voltage in a one-month period. The device tested normal throughout bench and auto- mated testing. No high current drain sources were found. The battery was sent out for further analysis; no anomalies were found. The cause of the premature battery depletion remains undetermined. .

Event description:
It was reported that the device was in hardware reset mode. The device was explanted and replaced.